Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin has been found experiencing 300 occurrences of insufficient growth. The following has been provided by the initial reporter: during use. Poor performance, less recovery or growth (lower than expected).

Manufacturer narrative:
H.6 investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. The batch history record review for batch 1182025 was satisfactory and no quality notifications were generated during manufacturing and inspection. Formulation and filling processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. Additionally, as part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and no other performance complaints has been taken on this batch. Retention samples from batch 1182025 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. The retentions were performance tested for growth per qc procedure for material 221788. All performance testing was satisfactory. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. No actions are indicated at this time, bd will continue to trend complaints for performance.

Event description:
It has been reported that the bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin has been found experiencing 300 occurrences of insufficient growth. The following has been provided by the initial reporter: during use. Poor performance, less recovery or growth (lower than expected).